Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: stavropoulos, w., grande, w. J., trerotola, s. O., reilly, p. M., clark, t. W. I., soulen, m. C., ¿ kate, m. K. (2005). Experience with the recovery filter as a retrievable inferior vena cava filter. Experience with the recovery filter as a retrievable inferior vena cava filter, 16(9), 1189¿1193. Doi: https://doi.org/10.1097/01.rvi.0000171689.52536.fd.

Event description:
It was reported in an article from the journal of vascular and interventional radiology (jvir) titled " experience with the recovery filter as a retrievable inferior vena cava filter " that six days after filter placement, newly symptomatic pulmonary embolism (pe) was identified in one patient. Tachycardia and hypotension required an aggressive vasopressor and ventilatory support, however, while undergoing thrombolytic therapy, the patient died due to cardiac arrest.